Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Dried body fluid was noted in the lead lumen. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific crm received information that this left ventricular lead kept dislodging during the implant procedure. The physician was able to secure the lead appropriately. During the follow-up check, the lead had dislodged. After several repositioning attempts, the lead was explanted. No adverse patient effects were noted.